Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Device interrogation revealed, the right atrial (ra) lead exhibited oversensing due to noise that inappropriately triggered automatic mode switch (ams) episodes. No intervention was performed; the physician elected to monitor the lead with remote transmission and standard follow-up. The patient was in stable condition.